Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while not in extreme temperatures. The customer's blood glucose (bg) level was 226 mg/dl. It was indicated that the customer would administer manual injections as alternate insulin therapy until replacement pump arrives.